Event description:
On an unk date, a pt was implanted with a gore propaten vascular graft in a bypass procedure in the right leg. It was reported to gore that on (B)(6) 2010, two years after the implantation of the first gore propaten vascular graft, the bypass was extended to below-the-knee with another gore propaten vascular graft. The procedure was without complications. On (B)(6) 2010, the pt presented with severe (B)(6). An amputation of the femur was performed to save the pt's life. Further investigation is pending.